Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report# and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Event description:
During an atrial fibrillation procedure, a fracture was found in the catheter after it was inserted into the patient. After the catheter was inserted, images could not be displayed. When the catheter was withdrawn for inspection, cracks were noted at the head end, making it unusable. The catheter was replaced and the procedure completed with no adverse patient consequences.